Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the mechanical issue of clip slightly opening while locked in this incident appears to be related to patient morphology/pathology due to a rotated heart. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the mitraclip delivery system was discarded and the clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because during clip deployment, when retracting the actuator knob, the clip arms slightly opened. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully. The second mitraclip delivery system (cds) was advanced to the mitral valve and deployment steps were performed. However, when retracting the actuator knob, the clip arms slightly opened. The leaflets remained secure inside the clip and the clip was deployed fine. A total of two clips were implanted and mr was reduced to 1. There were no adverse patient effects. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.